Event description:
Patient reported that she is taking antibiotics because she has infection on her face due to blue light therapy. She also took her humira injection friday morning. No additional information noted. Patient does not consent to be contacted.